Manufacturer narrative:
Concomitant product: product ID: addr01, ipg, implanted: (B)(6) 2009.

Event description:
It was reported that the patient experienced possible syncope. A remote transmission indicated occasional p-wave under-sensing during the arrhythmia, and one mode switch. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.